Manufacturer narrative:
(B)(4). From on site investigation of the field service engineer it was found that there was a malfunction in the printed circuit board in the main cabinet of the system. A malfunction in this component may cause system shutdown without the ability to restart. The fse replaced the pfs power supply and solved the problem.

Event description:
Customer reported system reboot during operation. After reboot the system did not regain functionality.